Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) was in backup mode without backup defibrillation option available (bdfo). The ICD was successfully restored. There were no patient consequences.